Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent a revision procedure due to the device migrating to a spot in the body that made it very painful. Additionally, there was an alert detected by the patient's home monitoring equipment, that was believed to be noise or electromagnetic interference (emi) due to the revision procedure. To date, no additional adverse patient effects have been reported.